Event description:
Information was received indicating that smiths medical medfusion 4000 pump has malfunctioned. It was reported that the pump was alarming battery communication timeout and it was switched by another pump. The device's history showed a system advisory: base task debilitated. It displayed ?rebooting due to exception", then later gave battery communication timeout and invalid syringe size messages. There were no adverse events reported.